Manufacturer narrative:
The pod was received for evaluation fully deployed. Upon inspection of the device, the exposed portion of the soft cannula was observed to be damaged, though fluid flow through the fluid path was unaffected. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. The timing and cause of the damage cannot be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose levels rose to above 20 mmol/l (360 mg/dl) while wearing the pod on their leg between 5 and 24 hours. The device evaluation found a damaged cannula.